Event description:
It was reported that the patient woke up to the pump alarming with a blank screen. The reporter indicated that they attempted to replace the battery multiple times but the pump would not power on. The battery cap was reportedly not replaced since (B)(6) of 2010.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box verified that the pump rebooted. The complaint was verified in the pump's history but could not be duplicated during testing. The battery cap was not returned with the pump. A new test battery cap was found to tightly secure to the pump and the yellow o-ring was not visible. The pump was exercised for 24 hours with the test battery cap with no power loss or rebooting issues occurring. The pump's cover was removed and no moisture was found. The pump booted up to the verify screen with normal contrast. The reported power issue and reported "blank screen" on the pump was unable to be duplicated during investigation. The battery compartment was found to be cracked, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.